Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital due to diabetic ketoacidosis and blood glucose (bg) level of 430mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. At the time of the report with tandem technical support the customer was still admitted to the hospital. Reportedly, an altitude alarm occurred while the pump was not outside the labeled altitude operating range. Reportedly, an obstruction was blocking the speaker holes. Multiple follow up attempts were made to gather additional information; however, the customer did not respond to follow up attempts.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.